Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition after unpacking and during preparation. When the balloon was removed from the patient it was confirmed that the balloon was leaking. Based on the information currently available the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the device performance was limited. The subject device is not available.

Event description:
During the procedure, it was reported that leak was observed on the balloon after pulling balloon catheter out of the patient. No clinical consequences reported to the patient.